Event description:
It was reported the patient was admitted to the medical intensive care unit with a diagnosis of necrotizing pancreatitis. The patient was placed on mechanical ventilation and continuous veno-venous hemofiltration (cvvh). A fecal management system was placed due to diarrhea and macerated skin in the rectal area. While the fms was in place, the patient developed a rectal hemorrhage. An anuscope was performed and an ulceration to the right lateral portion of the patient's distal rectum "just above" the rectal inlet was noted. The patient was reportedly taken to the operating room and the ulcer was repaired by "oversewing with eight sutures." The patient has recovered and was transferred to a rehabilitation facility.

Manufacturer narrative:
Add'l info was received on 07/14/2015. Third party manufacturer reviewed the routers for lot # 15vm549205 and no deviations were noted that would indicate any deficiencies during the manufacturing process. After a thorough detailed batch review, no discrepancies or non-conformances were discovered. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted. (B)(4).